Event description:
A malfunction alarm referred to as malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the customer acknowledged.